Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive keypad problem. The customer¿s blood glucose level was 144 mg/dl. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test. No stuck buttons or unresponsive select button noted. However, device did receive a drive count or time values or changes incorrect for moving or coasting error alarm during rewind due to moisture damage on the motor assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting error alarms.